Event description:
A user facility reports a scratched intraocular lens. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information was requested on 08/20/2008 by mail. A completed questionnaire was received on 09/05/2008. This report was mailed to FDA on: 09/18/2008.